Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/14/2018 with the following findings: the display screen contrast was dim and reddish. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim. This report is made based on results of investigation completed on 06/14/2018.